Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system running out of image disk space with error delete exams. The system was in clinical use at the time of issue occurred and the coronary procedure got delayed. The review of system log file shows malfunctioning frontal ip-pc, and the cause is disk bay. To resolve the issue fse replaced ip-pc, discs and image was recreated and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that during a coronary angiography procedure the equipment showed a general failure and all functions are delayed. Philips has started an investigation of the complaint.